Manufacturer narrative:
6/24/1998-supplemental report #1 sent to FDA. Device not rec'd for eval.

Event description:
The device was used during an inguinal hernia procedure. Reportedly, the instrument broke. The surgeon used another instrument to complete the procedure. The hosp has reported no pt injury occurred.